Event description:
It was reported by the customer that on (B)(6) 2010, the fiber forward fired. The customer stated that the aiming beam fired straight out of the fiber at 85,784 joules. No pt injury was reported. The device was not returned to american medical systems for evaluation.